Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97714, product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2023 product type lead, product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2023 product type lead, and product ID 977c165 serial# (B)(6) implanted: (B)(6) 2023 product type lead found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023 product type lead product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2023, section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-feb-2020, UDI#: (B)(4), product ID: 3778-60, serial/lot #: (B)(6), ubd: 14-aug-2012, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a non-functional percutaneous lead based thoracic/cervical spinal cord stimulator system. The ins was removed from the pocket. It was noted that there was a third of a lead wire that was dead ended into the pocket and not connected to the ins. Intra-operative electronic analysis of the entire system revealed failure of all the leads. A laminotomy was fashioned to expose the dorsal epidural space where there was epidural fibrotic tissue consistent with long-term placement of percutaneous leads. Attempts to advance the lead through this opening was hampered by epidural fibrosis, more rostral. This required a t11-t12 laminotomy for excision of this epidural fibrosis, which allowed for the midline positioning of the lead centered at the t11-t12 level, which was the site of the previous lead. The leads were connected to the ins and intraoperative electronic analysis of the system was completed successfully. The replacement ins was secured within the pocket. Final fluoroscopic imaging of the paddle lead confirmed adequate positioning on the midline at t11-t12 prior to definitive multilayer closure of all wounds. The patient was transferred off the operating table and extubated without complication.